Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 24apr2020.

Event description:
The customer reported that the ventilator turns on, but the screen is black. The customer also reported a cracked top cover. There was no patient involvement.

Manufacturer narrative:
G4: 24apr2020 b4: (B)(6)2020. The field service engineer (fse) evaluated the ventilator and confirmed the reported problem. The fse replaced the power management (pm) printed circuit board assembly (pcba) and the problem was resolved. The customer reported that they will be completing the top cover replacement themselves. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.